Event description:
It was reported that a user experienced repeated scan failures while attempting to pair a freestyle libre 3+ sensor with the ilet bionic pancreas, culminating in a sensor error message despite app restart and phone reboot, and the user was out of replacement sensors. Symptoms included interrupted glucose monitoring due to inability to obtain sensor readings with no adverse clinical symptoms reported. Outcomes included temporary loss of glucose data availability with no health impact. User support included remote troubleshooting and education on app force close, phone restart, and consideration of app reinstallation. Investigation of this case revealed a pairing and communication failure between the sensor and app consistent with a device connectivity issue. It was concluded, based on previously established findings for similar reports, that the cause was likely user environment or software interaction leading to unsuccessful pairing.